Event description:
When aspirating the sheath, air was pulled back into the syringe and there was a leakage of fluid. No adverse event occurred.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A video was provided showing the reported issue seen during the procedure. Video analysis showed a drop of saline solution near the side port tube of the flexcath sheath. The returned device was tested and passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues. Neither the leaking valve nor the air ingress aspiration reported could be reproduced. Many aspiration / injections were performed without having air bubbles or leaking through the hemostatic valve of the flexcath steerable sheath.